Event description:
It was reported that during a remote follow-up, the patient¿s implantable cardioverter-defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient¿s condition remained stable.